Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump shut off unexpectedly. Contact confirmed, pump display turned on when plugged into a power source. There was no reported impact to the customer's blood glucose level. In addition, it was reported, that the battery depletes faster than expected. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, a response from the customer was not received.